Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed up after firing three clips. Tried to dry fire to alleviate problem and unlock the jaws, once the jaws opened, the clips fell out of applier unformed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Third or fourth. What vessel or structure was the device fired on at the time of the event? Cystic duct or artery. Was the clip fully advanced into the jaws prior to firing? Na. Was there any torquing or twisting of the device present at the time of firing? Na. Was any unexpected resistance felt while firing the trigger? Na. Were any unexpected noises heard? If so, when? Na. Did anything unexpected happen prior to this incident? Na. Was the device fired after this incident in or out of the patient? Na. What were the indications for surgery? What was found? Na. Does the patient have any relevant history of surgical treatments? If so, what? Na. Did somebody other than the primary surgeon fire the instrument? No. If so, whom?

Manufacturer narrative:
(B)(4). The analysis results for the device found that it was returned with the shaft bent at the knob area. The jaw was found in good visual conditions. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. Additionally, before firing, inspect the jaw tips to ensure vessel or tubular structure enclosure. The shaft can be rotated 360 degrees to facilitate visualization and accurate placement. No conclusion could be reached as to what may have caused the reported incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process.